Manufacturer narrative:
The measurement cartridge was not returned for internal analysis. From the data files, there is no evidence that the sodium sensor on this system at the time of testing was not performing as intended. There is evidence that this site had multiple instances of na+ interferences detected, tripping the sample benzalkonium error. Also, there is evidence to suggest benzalkonium is present in this lab and/or a portion of the specimens. The customer reported that repeat testing was performed to confirm correct results and a corrected report was issued.

Event description:
The customer reported discrepant sodium results. There was no report of injury due to this event.